Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the machine head was damaged, the lever, reciprocation arm and needle bearing were worn and the power button was damaged. The machine head, spring pin, lever, ball plunger, screw, lever, spring pins, spring, reciprocation arm and needle bearing were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.

Event description:
It was reported outside of surgery that the dermatome cuts the skin in half. There was no patient involvement. Due diligence is in progress; to date, no additional information has been received.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.